Manufacturer narrative:
It was reported that during pre-use check ventilator gives failure in the pressure transducer test. Identification of issue has been done by analyzing problem description and service report. There was no patient involvement. Based on technician statement, the device failed flow transducer test during pre-use check. The pressure transducer printed circuit board was checked and has been replaced. The issue has been resolved and the device was delivered to the user in working condition. The issue was decided to be reported based on available information as defective pressure transducer printed circuit board may lead to high pressure. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. The defective part and device's logs were not available for further evaluation. The root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).